Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Data transmission issues were also reported. Troubleshooting was performed, and the communicator was power cycled. The red call doctor icon no longer was displayed but a red alert was triggered for shock lead impedances out of range. The patient was referred to contact their physician to discuss this issue. Upon review of the latest data, high out of range shock impedance measurements were observed. No adverse patient effects were reported. These products remain in service.